Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware® system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. The heartware® instructions for use (IFU) addresses how to recognize ventricular suction alarms, the potential causes of these alarms and potential courses of action. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was initially admitted on (B)(6) 2016 for multiple low flow alarms at home and continued on his home medications. He received a small amount of fluid due to concern that he was dehydrated at home because he was not able to get around due to a severe gout flare. On (B)(6) 2016, he started having low flow events and hypotension, which was thought to be due to continued dehydration/hypovolemia. He then progressed to having continuous suction events and had to have his vad speed turned down from 2940 to 2700rpm. This was thought to be due to the positioning of his vad plus the dehydration. He required dopamine for hypotension. The hypotension was thought to be due to his medications plus the hypovolemia and continuous suction events. There was some suspicion that he may not have been taking all of his anti-hypertensives at home. His vad speed was gradually increased back to 2800rpm. He was transferred back to the floor on (B)(6) 2016. His flows remained in the 4s with power in the 4.5-5 range. Discontinued were him home medications of lasix, potassium, and carvedilol. Losartan was eventually increased back to 50mg daily (home dose was 100mg daily). Regarding his gout, he was treated with steroids and allopurinol was restarted on discharge.

Manufacturer narrative:
The pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed multiple low flow alarms on (B)(6) 2016. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and risk documentation, possible root causes of the reported event may be attributed to multiple factors including but not limited to incorrect positioning of the pump, incorrect speed setup, poor vad filling. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, the event is not related to the procedure nor the device. There are clinical factors that may have contributed which include the patient's unique anatomy, diet and medication compliance, and other related comorbidities. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.